Event description:
It was reported that the customer experienced a cartridge alarm with their tandem mobi pump during the load process and was unable to successfully resume insulin therapy, as no drops were coming out of the fill tubing. There was no adverse impact to the customer¿s blood glucose level. The customer had previously encountered a similar issue but was not initially offered a replacement. Upon reviewing this case, technical support advised replacing the pump and confirmed with the customer that the issue warranted a replacement. The customer was instructed on the return process for the problematic pump and informed about the need to program their settings into the new pump. Additionally, the customer was advised they would receive a pump with updated software and was provided with instructions on placing the current pump in storage mode before sending it back. Technical support sent a replacement pump to the customer and confirmed the shipping details.